Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip right. On (B)(6) 2016 patient was implanted with strkyer products. On (B)(6) 2016 the right hip dislocated for the third time. On (B)(6) 2016 the patient was revised. The surgeons notes are as follows: I reamed to a size 60 and placed a stryker titanium 60mm cup with appropriate version. I used a 46mm mdm shell and impacted it into the cup. I secured the cup in place with cancellous screws. I placed the v40 +4 mdm head onto the femur. This was a technically complex case as it required additional surgical expertise for decision making on the dislocation treatment, and this added to the surgical complexity and time. Per patient, after the revision done on (B)(6) 2016 he has not had any additional dislocations. His right hip continues to feel very tight.